Event description:
We attached the bipap to patient. Our ventilator would not continue bipap once it was attached to the patient. We tried to change the mask, tubing, and re-try the process. We eventually moved to intubating the patient. Intubation was the right treatment as he appeared that he would have struggled with bipap. Intubation was smooth and did not change the patient outcome or destination.